Event description:
On 10/26/2021, it was reported by a sales representative via email that an 2323bcm swivelock self punching tip bent after the suture anchor was pushed again the bone and hit with a mallet and the sutures holding the anchor snapped. This was discovered during a procedure on (B)(6) 2021. Surgeon was able to complete the case using a 2323bcc swivelock and using a punch to create hole and implant anchor. Additional information received 10/27/202: there were no broken fragments remaining inside the patient, both the suture and anchors were removed.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces.